Manufacturer narrative:
Handle is manufactured by richard wolf. It is then sent to (B)(4) where they manufacture and attach the insulated sheath and forceps. Completed device is then returned to richard wolf for distribution. Investigation is currently open and being performed on the actual device. Richard wolf received device, performed a visual evaluation and then device will be sent to (B)(4) facility after the new year for further investigation. Manufacture date: (B)(4) 2013. Distribution date: (B)(4) 2013. Labeling was reviewed and found to be adequate. Ie: intended use, indications and field of use, preparation and cautions. Rwmic considers this matter open and will provide FDA with follow-up information when investigation has been completed.

Event description:
During a case, the tip of the forceps broke off inside of the patient. The piece was easily located and retrieved with no injury to patient or staff members. No delay in procedure as similar device was readily available for use.

Manufacturer narrative:
Device made up of three sections: handle, manufactured by rwmic. Insulated sheath, manufactured by endoplus. 3insert, manufactured by endoplus. Endoplus puts all pieces together to form a unit. It was the end of the insert which broke. Endoplus determined an medwatch report was not needed. Endoplus investigation revealed portion of the device had broken off and suggests strengthening jaw. Drawing update complete oct 2015. Rwmic now considers this issue/report and closed.

Event description:
Follow up #1.